Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b, a4, a5, & a6: the patient's dob, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was not returned for evaluation, thus no product investigation performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used for a peripheral procedure in a cto lesion. During use, the catheter became stuck on a non-philips guidewire and had to be removed together. A new guidewire was inserted, and upon advancing a new pioneer plus catheter, the catheter could not be recognized. An attempt to disconnect/reconnect and shutting/restarting the system was performed with no success. The procedure was aborted due to the failure on the second attempt and patient experienced a dissection. The patient will be brought back at a later date. The patient remains stable with non-healing wounds. This adverse event and product problem is being submitted because the patient experienced a dissection, catheter and guidewire were removed as a system, and the patient will be brought back for further treatment; resulting in a delay of the procedure.